Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed eccentric, de novo target lesion was located in the mildly calcified, non tortuous 11mm long with 2.5mm reference vessel diameter, eccentric, de novo, left circumflex artery. Following pre-dilatation, a 12 x 2.50 rebel bare metal stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent got deformed. The procedure was completed with a different device, no patient complications were reported.

Event description:
It was reported that stent damage occurred. The 90% stenosed eccentric, de novo target lesion was located in the mildly calcified, non tortuous 11mm long with 2.5mm reference vessel diameter, eccentric, de novo, left circumflex artery. Following pre-dilatation, a 12 x 2.50 rebel bare metal stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent got deformed. The procedure was completed with a different device, no patient complications were reported.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the device was returned for analysis. The balloon is loosely folded with the stent secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. Microscopic examination of the device revealed that the distal end of the stent is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported difficulty, which could not be confirmed because the clinical circumstances could not be replicated.